Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose at devices have not been established in the following patient populations: patients having a hematoma, pseudoaneurysm or arteriovenous fistula present prior to sheath removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose a-t device with a 7fr sheath after a coronary interventional procedure. Reportedly, prior to the procedure the patient was heavily heparinized and developed a hematoma prior to completion of the procedure. The perclose a-t was advanced and the feet were deployed; however, when pulling the device back to appose the feet against the vessel wall the perclose a-t pulled out of the patient anatomy. The hematoma increased in size. Manual arterial compression was applied and a 9mm balloon was positioned proximal to the tear in the artery to stop the bleeding. A cut-down was performed and the artery was sutured closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose a-t device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the common femoral artery. The safety and effectiveness of the perclose a-t smc system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.